Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker has been exhibiting an increase in pace impedances on the right atrial (ra) lead and right ventricular (rv) lead. Both leads had impedances values of around 700 ohms at implant, but have increased gradually. The ra lead impedance values have now become out of range at greater than 2000 ohms. Reprogramming was performed and all products remain in service. No adverse patient effects were reported.